Event description:
The customer reported that the system displayed a generator - recycle power error message and would not capture fluoroscopic images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was duplicated. The table was worked on but did not resolve the image issues. The kilovolt control printed circuit board was rerouting the lvs power supply to the ground. The kilovolt control printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.